Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suture cut needle driver instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the idler pulley. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) had been issued requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the large suturecut needle driver instrument wire broke and would not work. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information: the instrument was inspected prior to use and no damage was found. The surgical task that was performed was peritoneum closure step after mesh placement. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment that fell inside the patient¿s anatomy. Patient information age and ethnicity was provided.